Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring iii deployed as it was being removed from the loader. A second heartstring iii was used and would not unravel as it was being removed from the aorta. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The devices have been returned to the factory and are being evaluated. A supplemental report will be submitted when the evaluations are completed. Lot history record reviews were completed for the reported product lot numbers. There were no non-conformances recorded in the lot histories. (B)(4). Device 2: lot# 25058824, expiration date: 05/31/2013.